Event description:
A hospital in japan reported to distributor the death of terminally ill cancer patient who was receiving six doses of 10% maltose per day intravenously. The patient's first freestyle reading was hi (at least 500 mg/dl from calf). Venous sample was taken and had a lab result of 21 mg/dl. A second free style reading was taken with a result of 400 mg/dl (fingertip). Venous blood was tested in the lab with a result of 18 mg/dl. A third measurement was taken with freestyle with a result of 500 mg/dl. 160 units of insulin were administered and the patient showed symptoms of hypoglycemia. The patient died, but it is unclear from the institution's report the cause of death.